Event description:
It was reported that the patient experienced a prolonged hypoglycemic event with sensor glucose at 39 mg/dl for about three hours, after which glucose recovered to 157 mg/dl; pump delivery had been paused for several hours following the event, the cause of the low was unclear, and additional training was assigned with follow-up to review the events, with dawn phenomenon considered as a contributing factor. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution of the low glucose. Investigation included case assessment, troubleshooting, and assignment for further user training. Investigation of this case revealed no identified device malfunction, and no alarms were reported during the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.